Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Service history review: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. The service history evaluation is unconfirmed. A service and repair investigation was completed: the customer's complaint that the battery casing runs intermittently was confirmed. The unit was tested and it was confirmed that the battery contacts are corroded. Evidence indicates this is due to usage wear over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Anspach) the reporter submitted a battery reamer/drill and battery casing with lock for power battery drive is running intermittently. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.